Event description:
Complainant placed pad across her feet on medium setting. Within 2 mins, smoke began coming from pad and a 5/8" burn hole was discovered on unit. Unit was unplugged. Same day, consumer called and explained incident to dealer's rep. (Name unk), who said he was not aware of any similar incidents. Rep offered consumer a refund and comsumer accepted. On 12-23-97 field officer visited the drug store. The purpose of the visit was to obtain info as to the MFR/dist of the product since it was not provided in the complaint. Visit to the store found a sunmark model 2050 heating pad. Sunmark was indicated to be a trade name for mckesson home health care, san francisco, ca 98104. There was no address on the outside of the box. The label also indicated it was a product of china and also listed a ul number which was the same as listed in the complaint. The box label indicated the product was for tired, aching muscles, muscle strain, spasms, stiff joints, backaches, arthritis, and menstrual cramps. Date purchased 12/1/97.